Manufacturer narrative:
(B)(4) for the reported event of push catheter broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found the stent was kinked and bent in several locations throughout, and the proximal tip of the stent was deformed. The suture hole in the stent was torn. The push catheter was kinked and bent in several locations and was torn in several locations. The suture hole in the push catheter was torn. The delivery system was not functional and the guide catheter was stuck inside the push catheter. The push catheter was sectioned at the blue and white transition to expose the guide catheter. The guide catheter was kinked and bent in several locations throughout. A functional evaluation for stent deployment could not be performed since the delivery system was not functional. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. With the catheters bound by kinks and bends, the device would become unable to deploy stent. Force to deploy stent would likely cause tearing of the push catheter, suture and suture holes. Therefore, 'operational context' is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct. According to the complainant, during the procedure, the physician attempted to insert the advanix biliary stent into the common bile duct. The physician noted that the anatomy was very tortuous and a lot of force was required to position the stent. After using a great deal of force in attempts to deploy the stent, the distal end of the push catheter was pushed into the stent and the stent could not be deployed. The proximal section of the push catheter broke into multiple pieces, the entire device was then removed from the patient in one piece and the procedure was completed with a second advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct. According to the complainant, during the procedure, the physician attempted to insert the advanix biliary stent into the common bile duct. The physician noted that the anatomy was very tortuous and a lot of force was required to position the stent. After using a great deal of force in attempts to deploy the stent, the distal end of the push catheter was pushed into the stent and the stent could not be deployed. The proximal section of the push catheter broke into multiple pieces, the entire device was then removed from the patient in one piece and the procedure was completed with a second advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".